Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The explant was completed on (B)(6) 2014 and the devices were discarded by the hospital. The patient was doing fine at this time.

Event description:
Additional information received from the consumer indicated that the implant was explanted because it was causing them excessive pain going into the shoulders.

Event description:
It was reported that the patient had pain and swelling in the right arm (cervical placed system, though the patient had 2 systems). The reporter noted that the health care professional was treating with epidural and steroids. It was noted that it was occurring when the stimulation was on or off. The health care professional was unsure if it was related to the stimulation. The swelling had improved but they may consider a computerized tomography (CT) myelogram if it didn¿t improve overall and possibly consider removing the cervical system. The manufacturing representative met with the patient on the day of the report and the patient¿s only stimulation complaint was that the stimulation was ¿thumpy.¿ the patient was reprogrammed on the day of the report to change the rate from 2 hz to 40 hz. It was noted that the patient had control on the patient programmer and had lowered to the level of 2 hz. When it was turned up to 40 hz, the patient felt better and had good coverage. The patient was educated on changing the rate on the patient programmer. It was further reported that the patient came back to the clinic on the day prior to the report complaining of continuing pain and swelling in the right arm as of (B)(6) 2014. It was noted that the patient believed it was worse when the stimulation was on. An x-ray was taken and showed a slight migration that the health care professional did not believe had to do with the pain. It was noted that the patient would be having a CT myelogram in a few days. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
A month later it was reported that the patient continued to have symptoms of swelling and tingling in the right arm so it was decided to remove the device on (B)(6) 2014. The doctor did not believe the symptoms were device related. All cervical components were removed.